Event description:
Rptr indicated that communication could not be established with a pt's device. The 9v battery in the wand was checked and was found to be ok. The handheld device was not plugged into the wall and no emi was present. The physician also increased the distance between the wand and the handheld device and made sure the connections were secure; however, the issue persisted. The pt sated that the device is stimulating and the physician indicated that she did not have much experience with programing and believed that this event may be due to a user error. Good faith attempts to obtain additional info from the physician including whether or not the issue was resolved have been unsuccessful to date.